Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and excessive no deliveries from the insulin pump. The customer's blood glucose reading was 547 mg/dl. The customer treated with manual injections. The customer stated that the no delivery occurred during basal and priming. The customer was advised to reinsert the reservoir and run manual prime to 5.0 units. The customer stated that insulin did not exit and there is greater than normal resistance with the plunger push. The customer will be sent replacement reservoirs.